Event description:
It was reported that during an implant attempt, the left ventricular lead had high thresholds. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary finding: no anomalies found. All conductors had blood/body fluid (not obstructed) and the lead was stretched. Visual analysis of the returned lead suggests damage at implant.